Event description:
It was reported that the tubing of two (2) small volume intermates were blocked which resulted in no flow through the device and not being able to prime. This was observed while priming the devices prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufactured between december 1, 2021 to december 2, 2021 h10: two (2) devices were received for evaluation containing fluid in the bladder. Visual inspection with the naked eye did not identify any abnormalities that could have contributed to the reported condition. After the blue winged luer cap and slide clamp were opened, no evidence of fluid was observed coming out of the distal luer lock. Force prime was subsequently performed on the samples which did not observe any flow; therefore the tubing line was cut. After the tubing line was cut, fluid was observed coming out of the cut tubing line which indicated blockage of the fluid path due to excess solvent at the solvent-bonded junction of the distal luer lock. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.